Manufacturer narrative:
Ptc investigation result was received on 08-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality and a lack of efficacy. The reported adverse events considered related are not indicative of a quality deficit per se. A contraceptive failure may occur under the use of any contraceptive and is not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous case report refers to a female nurse who had heavy bleeding and passed clots bigger than the palm of her hand immediately after essure (fallopian tube occlusion insert) insertion. Additionally, she became pregnant; had a surgery because her appendix caught pet fibers and swelled 4x the size (regarded as migration of essure to abdomen) and experienced anemia due to stomach ulcers that perforated and haemorrhage. The reported events were considered serious due to medical importance. Perforated stomach ulcers with hemorrhage and anemia are unlisted according to essure's reference safety information. The other events are listed. After essure insertion abnormal genital bleeding and menses pattern changes may occur. Therefore, the reported post procedural bleeding was considered as related to the suspect device. Regarding the reported device migration and pregnancy; limited information was provided. It is not known whether essure was migrated first and the pregnancy followed, or whether it was in place during the conception and was migrated later. However, as the consumer apparently got pregnant years after essure insertion, a device contraceptive failure cannot be excluded. For the remaining events, given their nature and considering essure local action at fallopian tubes, causality is considered unlikely. Additionally, non-serious events were reported. This case was regarded as incident, as although limited information was provided; consumer stated she had to undergo a surgery to remove scar tissue from her appendix (regarded as surgery for adhesions produced by a migrated essure). Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, there was no reason to suspect a causal relationship to a potential quality deficit based on this report. No active follow-up will be pursued, since this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(4) 2015 (case# (B)(4), awareness date 11-aug-2015). It refers to a female consumer (nurse) of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2008. According to the reporter, she went to the hospital for the procedure and woke up in outpatient surgery. She reported it was painful and she started heavily bleeding immediately; she passed clots bigger than the palm of her hand. She stated that in the next day, she had to leave class because just walking from doorway to doorway and sitting in a desk was too much for her body. She bled down her legs and all over her clothing in public because the amount of bleeding was so heavy. She stated she's gone from bad to worse over the years. She experienced pain; brain fog; insomnia; thyroid issues; hormonal imbalances that leave her moody; low libido; bowel adhesions; appendix caught pet fibers and swelled 4x the size, she had to be opened up to remove scar tissue and to get the organ removed; stomach ulcers that perforated and hemorrhage and had anemia as a result, she had to do blood transfusions and iron transfusions; painful and high risk pregnancy; depression; anxiety; metallic taste in mouth; severe swelling in hips and legs, some days so significant she was up 10-15 pounds; severe weight gain; and fatigue among others issues. She reported it was getting worse and worse because she had been hushed to believe that none of the symptoms could possibly be related to essure. Company causality comment: this spontaneous case report refers to a female nurse who had heavy bleeding and passed clots bigger than the palm of her hand immediately after essure (fallopian tube occlusion insert) insertion. Additionally, she became pregnant; had a surgery because her appendix caught pet fibers and swelled 4x the size (regarded as migration of essure to abdomen) and experienced anaemia due to stomach ulcers that perforated and haemorrhage. The reported events were considered serious due to medical importance. Perforated stomach ulcers with hemorrhage and anemia are unlisted according to essure's reference safety information. The other events are listed. After essure insertion abnormal genital bleeding and menses pattern changes may occur. Therefore, the reported post procedural bleeding was considered as related to the suspect device. Regarding the reported device migration and pregnancy; limited information was provided. It is not known whether essure was migrated first and the pregnancy followed, or whether it was in place during the conception and was migrated later. However, as the consumer apparently got pregnant years after essure insertion, a device contraceptive failure cannot be excluded. For the remaining events, given their nature and considering essure local action at fallopian tubes, causality is considered unlikely. Additionally, non-serious events were reported. This case was regarded as incident, as although limited information was provided; consumer stated she had to undergo a surgery to remove scar tissue from her appendix (regarded as surgery for adhesions produced by a migrated essure). A product technical analysis is being sought. No active follow-up will be pursued, since this case was identified during health authority website monitoring.